Event description:
Report rec'd of an overdelivery found during biomedical engineering incoming inspection. The device had never been placed in pt use at this facility. Biomed reports that with an expected delivered amount of 20ml, the actual volume rec'd measured 21-22mls. Device performance verification specification requires delivery to be +/-4% from the displayed delivered amount. No additional info was available.